Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 4 months and 20 days after the dental implant was installed in intraoral region 13#, its non- osseointegration was observed. Moreover, the patient presented insufficient bone quality/quantity (bone type IV).